Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed without issue. The deployment sequence was started. The lock line was flossed successfully and began to be removed; however, after 5-6 inches were removed, it became stuck. Troubleshooting was performed, but the lock line remained stuck. The cds was removed and replaced. A new cds was used without issue. One clip was implanted, reducing the mr to 1+. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and investigated. The reported mechanical jam, inability removing the lock line, was confirmed due an observed knot on the lock line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and the evaluation of the returned device, a conclusive cause for the reported knotted (lock line) could not be determined; however, the inability to remove the lock line was due to the knot. There is no indication of product quality issue with respect to manufacture, design or labeling.